Manufacturer narrative:
B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion of a catheter in a patient, the medical staff heard a snap at the time of the insertion of the catheter in the guide. They removed the catheter and noticed it was broke at the end. The doctor used a 3-way catheter without issue. There was no clinical consequence for the patient.

Manufacturer narrative:
(B)(4). A guide wire and 20ga introducer needle were returned for evaluation. A visual exam was performed and it was observed that the guide wire was through the introducer needle and it was unraveled at the distal end. The guide wire could not be removed from the needle. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appeared full and remained attached to the unbroken coil wire. The core wire measured approximately 45.5cm in length. Based upon the measured length of the broken core wire, no pieces were missing. The od of the guide wire measured 0.624mm, which met specification. A manual tug test confirmed that the proximal weld was intact. A review of the device history records (DHR) for the guide wire and introducer needle did not reveal any manufacturing related issues. Other remarks: the report of difficulty inserting the guide wire was confirmed through examination of the returned sample. The guide wire was unraveled and stuck in the needle. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 1.1 pounds of force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of the guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled guide wire complaints. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during insertion of a catheter in a patient, the medical staff heard a snap at the time of the insertion of the catheter in the guide. They removed the catheter and noticed it was broken at the end. The doctor used a 3-way catheter without issue. There was no clinical consequence for the patient.